Manufacturer narrative:
(B)(4). Representing surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported a painful knee post patella resurfacing surgery. X-rays showed a tilted patella. Upon opening the knee metallosis was evident and the patella poly had popped out of the correct position and the pin had locked into a new position in the poly. This locked the patella poly into a new position where it was not free to move. The metal back was also damaged from being exposed to the femoral component and rubbing on it, causing the metallosis.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot :8608187. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.